Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the b30 error, loss of image, and scope ID function failure were caused by a defective image sensor unit, a failure of the internal circuit board of video connector, or a system defect. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the monitor did not display an image and no scope ID data was observed. This report is being submitted for the b30 error, loss of image, and no scope ID data.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found b30 error (scope communication err) occurred , found to be due to corrosion on the video plug, an electrical continuity error due to water invasion noted. The reported issue of "b30 error" was reproduced, confirmed. In addition, inspection found damage on charge- coupled device (ccd) unit, due to damage, the monitor showed a black screen with no image , service repair noted it never returned to normal. Due to breakage of the ID board, no scope ID data was observed. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. Adhesive around objective lens is peeled. The a-rubber (insertion section) has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "b30 (scope communication error)" on the device. No harm was reported. No patient harm, no user injury reported .